Manufacturer narrative:
Additional information received on (B)(4) 2015 stated that the capacity of the batteries were >25%, power switching could not be reproduced by manipulating connection. Patient was said to be doing well and was sent home. Replacement of batteries and exchange of controller were said to have resolved issue. No further information attained, investigation continues to be under review. One controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate these types of issues. There are no apparent contributing clinical factors to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Battery-(B)(4). Exp. Date: 01/31/2016: (B)(4). Battery-(B)(4). Exp. Date: 01/31/2016: (B)(4). Battery-(B)(4). Exp. Date: 01/31/2016: (B)(4). This is one of three reports (3007042319-2015-02863, 3007042319-2015-02864 and 3007042319-2015-02865) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The following devices have not been returned to the manufacturer. If returned, these devices will be analyzed and reported as required. It is currently unknown which of these batteries were involved in the event: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-02863, 3007042319-2015-02864 and 3007042319-2015-02865) submitted for devices related to the same event.

Event description:
It was reported from the site by the vad coordinator that the patient described battery switching. An elective controller exchange was performed. No additional information provided. Investigation is ongoing.